Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead exhibited low out of range pacing impedance measurements. The lead was programmed off at the time of the out of range measurements. Technical services discussed the possibility that the vector was reprogrammed which resulted in the low measurements as they were not observed until after the reprogramming. It was noted that this lead was plugged into the left ventricular port of the device, however was placed in the his bundle. It was later reported that this lead had dislodged and was replaced. The new lead was successfully implanted in the left ventricle. No additional adverse patient effects were reported.